Manufacturer narrative:
It is unk at this time if samples are available for eval. Requests for add'l info regarding the incidents have been made. If supplemental report will be submitted. (B)(4).

Event description:
The bd needles were used on cataract operation pts. Twenty-five pts had complications such as redness on the eyes, severe pain or complications on the pupillary membrane and ac cells. The pts were treated with a steroid. Samples of the needles sent to the laboratory for culture tested positive for staphylococcus haemolyticus bacteria.